Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. An echocardiogram was done and vegetation was observed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was completely removed. No further patient complications have been reported as a result of this event.